Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that the inner syringes came out of the abs-10010s while collecting blood. The facility reported that some blood did leak out of the syringes. There were no air bubbles, and no anti-coagulant was used. A new kit had to be opened.